Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) delivered inappropriate antitachycardia pacing (atp) therapy, not shock. Functional under sensing was also noted. The patient was stable.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) delivered inappropriate shock. No intervention was performed and the patient's status was unknown.